Event description:
A 3 wk old, 3.5 lb infant with iugr (intrauterine growth retardation) fell from left porthole of isolette and suffered a skull fracture and extradural hematoma. Doors of portholes on this isolette do not lock unless pushed very forcefully and click closed; with lesser force very little pressure required to open door from inside.